Event description:
"Bearings are chattering" is stated on the repair request. On follow up, it was reported that the attachment was used throughout the case with no problems. After the case, the surgeon said the attachment needed to be looked at.